Manufacturer narrative:
The user facility did not respond to attempts to gather more details or device information. A third attempt letter was sent to the customer and a supplemental record will be filed if any information is received. H3 other text : user facility did not respond to attempts to evaluate the device.

Event description:
It was reported that the user facility has experienced a few injuries while using their zoom stretchers. The user facility did not respond to multiple attempts to gather further details including the number or severity of the injuries.

Event description:
It was reported that the user facility has experienced a few injuries while using their zoom stretchers. At this time the number of injuries and that have occurred and the severity of the injuries are unknown. The user facility has been contacted to gather further details, including a model or serial number, but they have not responded to these attempts yet.